Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The instructions for use (IFU) states: "check the following for each connector. -the connector should be fixed firmly -the o-rings should be free of abnormalities such as cracks, tears, or dents¿ the root cause could not be conclusively determined. Probable causes that could have led to the reported event include that the connector unit was broken by breakage/loose of the connector. We presume that stress/impact was added to the connector toward loose direction by the user handling, and the accumulated stress caused the breakage.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the user facility. The fse replaced the faulty gray connector. The device passed all service inspections. The device was repaired according to regulations. No other issues were reported. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported that an endoscope reprocessor had a broken scope connector. No patient involvement or injuries were reported. No additional information has been obtained.